Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an integrated apd set w/cassette-3 prong leaked. This was further described as the patient was connected during peritoneal dialysis (pd) therapy and got up to use the bathroom and felt wetness; when the patient looked, it was coming from the patient line near the transfer set. The home patient was given antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification noted an incomplete heat seal bead at the patient luer connector to the tubing assembly. Functional testing including leak and clear passage testing were performed and it was noted that leak testing failed due to a leak at the incomplete heat seal bead. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.